Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turf) procedure, the endoscopic video image went black and it was noticed that the distal end/tip of the telescope (a22002a) had melted and was attached to the sheath. It was reported that this phenomenon occurred twice in a first procedure on (B)(6) 2014 and once in a second procedure on (B)(6) 2014. The first procedure on (B)(6) 2014 was reportedly completed by using a third set of equipment but it is unk if and how the second procedure on (B)(6) 2014 was completed. No other info was provided but there was no report about an adverse event or pt injury. Furthermore, it was stated that the user facility usually uses hf resection electrodes (a22221c) from olympus as well as tur electrodes "cutting loop" (w-oc-24 fr) from third party MFR (B)(4), but during the two procedures, only the olympus electrodes (a22221c) have been used.

Manufacturer narrative:
The suspect medical devices (resection sheaths a22041a) and concomitant medical products (hf cables a00012a; telescope a1932a; telescopes a22002x; outer sheath a22021a; outer sheath a22026a; inner sheath a22040a; working elements a22060a; hf resection electrode a22221c; working element wa22066a) were returned to the MFR for eval/ investigation. Synopsis: the inner sheath a22040a (lot number 063w-0009) and the resection sheaths a22041a (lot number 37n-009 and 38w-0013) were found with cracked/fractured ceramic insulation at the distal end. Furthermore, there are clearly visible burn marks and scratches on the cutting edge and the inner and/or outer surface of the ceramic insulation. The sheath tube of all three devices is deformed. The working elements a22060a (lot numbers 34w-0044, 34w-0048, 34w-0055, 34w-0064 and 37w-0019) were found with burnt and partially melted ptfe/main body and damaged locking mechanism for the electrode. In addition, there are further signs of heavy deterioration/wear like loosened components/parts and worn ptfe/main body. Furthermore, one of the devices failed the electrical safety test. The working element wa22066a (lot number 062w-0030) was found in general working order; showing age appropriate/normal signs of usage/wear. Only one o-ring is missing at the connector for the hf cable. The electrical safety is given. The outer sheaths a22021a (lot number 24w-0005) and a22026a (lot number 063w-0011) were found in general working order, showing age appropriate signs of usage/wear. At both devices, the laser marking is peeling off. The telescopes a1932a (serial number (B)(4)) and a22002a (serial number (B)(4) and illegible) were found with burn marks and severe thermal damage at the distal end/tip, damaged light transmission fibers and age appropriate/normal signs of usage/wear like scratches and peeling off laser marking. Furthermore, the objective cover glass is missing. The hf resection electrode a22221c (lot number 13270p02l001) was found in general working order, showing normal signs of usage/wear. No damages were found upon visual inspection. The hf cables a00012a (lot numbers 7/03 and 2/06) were found with heavy signs of deterioration/wear like strong material abrasion, partially melted connector for the working element and clearly visible discoloration. See scanned page. The user apparently did not follow these instructions as he reportedly used the resectoscopes despite clearly visible damages at the working element and other components. In addition, the damage of the locking mechanism was caused by an improperly attached hf resection electrode. Furthermore, the hf cables were manufactured in 07/2003 and 02/2006 and thus in long-term use. Therefore this incident was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life. The case will be closed from olympus side with no further actions. However, the incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices. Cross reference to MFR report # 9610773-2014-000028. Response to FDA request via e-mail from 10/15/2014.